Manufacturer narrative:
As part of our investigation, an endoscopy support specialist (ess) visited the user facility to observe the staff¿s reprocessing practice and provide a reprocessing training. In-service visit included all cleaning, disinfection, and sterilization information contained in the olympus manual .the ess covered care and handling, storage, leaking scope information and repair reduction tips. The ess explained the importance of each which was acknowledged by all staff in attendance. To date there was no patient injury or harm was reported.

Event description:
It was reported that one of the user facility staff has been incorrectly reprocessing the scopes for 3 years. According to the reporter, the user will skip random steps like the suction, brushing incorrectly or brushing too quickly and incorrectly cleaning the elevator channel on the ercp (endoscopic retrograde cholangiopancreatography) scopes. The reporter stated that those scopes will fail the facilities atp (adenosine triphosphate test) testing and have to be reprocessed and tested again. The reporter did not provide the model and serial of those scopes. The reporter does not believe of any injury caused by the incorrect reprocessing. There was no patient involvement or patient infection reported on this event.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Based on investigations, the reported event is not due to a product issue. Probable cause was due to reprocessing by the user. As stated on the IFU and as a preventive measure, the user manual states : importance of reprocessing ·the medical literature reports incidents of cross-contamination resulting from improper reprocessing. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in the user manual and the manuals of all ancillary equipment, and have a thorough understanding of the following: professional health and safety policies of the hospital instruction manuals for the endoscope, accessories, and all the other reprocessing equipment structure and handling of the endoscope and accessories. Handling of pertinent chemicals when selecting appropriate methods and conditions for cleaning and disinfection and sterilization, follow the policies at your institution, applicable national laws and standards, and professional society guidelines and recommended practices, in addition to the instructions given in this manual. Olympus will continue to monitor complaints for this device.